Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported that this patient was marked to be contacted for culture after one patient tested positive for klebsiella and another patient tested positive for extended-spectrum beta-lactamase-positive klebsiella pneumoniae in the blood culture after using the subject device. The tip of the device was cultured and the customer was waiting for the results. A total of 10 patients have been marked to be contacted for cultures. Microbiologically, the customer have had no previous problem with the device in question. There are no other confirmed patient infections at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and the lm final investigation. The lm reviewed the customer provided the cds processes where the following deviations from the IFU were confirmed: -pre-cleaning was not performed properly. No proper flushing of the working channel. Manual cleaning was slightly different than instructions for use the customer later reported an additional culture test identified an unspecified number of colony forming units of aspergillus spp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. However, the device was not returned and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The instruction manual ¿tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.